Event description:
It was reported that the brand new item was delivered bent in the packaging. No shipping issue. Shipping box was not damaged at all. There was no patient involvement. This report is for one (1) 3.2mm guide wire 400mm. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. The product was returned to depuy synthes for evaluation. Visual inspection of the returned sample found that the device was bent from the middle upper area. The primary packaging of the device was also returned opened and was found with evidence of damage near the same area. Once the product leaves depuy synthes control, it is unknown what environment conditions the packaged products are exposed to during that time. Therefore the suspected cause is traced to transport/storage outside of depuy synthes control. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the guidewire ã¸3.2 l400 would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to transport/storage, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h4, h6: device history record (DHR) review conducted: sterile part # 357.399s, sterile lot # 319l079, release to warehouse date: 20.jun.2024, expiration date: 01.jun.2034, supplier: (B)(4), manufacturing site: werk selzach logistik . A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Non-sterile part # 357.399, non-sterile lot # 22576p6, manufacturing site: werk selzach logistik , release to warehouse date: 05.jun.2024, supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.